Manufacturer narrative:
No patient involvement was reported. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inventorying a field equipment set, the consultant found the stardrive screwdriver shaft has a broken tip. This was discovered in sterile processing. No reported patient or procedure involvement at the time it was discovered. This report is for unknown quantity of unknown cortex screw. This is report 1 of 1 for (B)(4).